Event description:
Report received of the pump not detecting air in line during testing. Although requested, it is unknown to the reporter if the previous pt had a problem with air in line detection. No report of adverse pt effect. Add'l pt info was requested, but no further info was available.